Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
Patient had hip revision. On (B)(6) 2016, sales rep clarified that "it was a left hip. Removed asnis 3 cannulated screws and converted to a tha".